Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported difficulty removing the protective sheath and loose stent could not be replicated/confirmed in a testing environment as the device and stent were not returned for analysis. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents for difficulty removing the protective sheath or unstable (loose) stent reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that when the packaging of the 4.0x8 mm vision stent was opened, difficulty was experienced removing the protective sheath from the balloon. The attempts to remove the sheath resulted in the stent implant loosening on the balloon. A new stent delivery system (sds) was used to complete the case successfully. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.